Event description:
An 8 mm diameter x 40 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of a 70% iliac artery stenosis in 2002. It was reported that the stent delivery system (MFR report #2953200-2003-1118) would not pass through a 6 f pinnacle sheath. The device was removed and another device of the same size was inserted through the same sheath; however the second device would not pass through the sheath. The sheath was exchanged for a 7 f pinnacle sheath, and both stents were successfully deployed. No clinical sequelae were reported, and the patient is reported to be fine. The stent delivery systems and sheaths were discarded.